Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. Customer was unsure about the auto mode feature active at the time of incident or not. Sensor had change sensor alert and sensor updating alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.